Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 270 mg/dl at the time of incident. The current blood glucose was unknown. Customer treated with insulin pump. There was no air bubble and leak. Cannula was bent. Customer alleging the insulin pump for under delivering because customer thinks that they were not getting insulin. The product will not return for the analysis.